Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of gallstone, deep vein thrombosis (dvt), car accident and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced a clotting disorder manifested by swelling and pain of legs. On an unknown date, the patient experienced a car accident. On (B)(6) 2012, the patient was hospitalized for clotting disorder and car accident. Treatment was not reported for the events. On (B)(6) 2012, the patient was discharged. Follow up information was received by the nurse. The nurse could not confirm the event of car accident reported by the consumer. On an unreported date in (B)(6) 2012, the patient was diagnosed with a gallstone manifested by severe pain. On (B)(6) 2012, the patient was hospitalized for the reported event. On an unreported date, during hospitalization, the patient underwent a gallbladder removal surgery. On (B)(6) 2012, the patient was discharged from the hospital. On an unknown date in (B)(6) 2012, the patient was diagnosed with dvt manifested by a red swollen right lower extremity. The nurse clarified that the clotting disorder was a dvt and did not require hospitalization. On an unreported date, the patient experienced peritonitis. The cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was unknown. The patient remained hospitalized.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891804 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.